Event description:
It was reported that during a supply change the ilet user attached the connector to the prefilled cartridge before inserting it into the pump, after which insulin leaked while the user pressed and held during setup. The user then replaced the cartridge and connector, and insulin delivery resumed following troubleshooting and education. No symptoms were reported. No impacts to health or hospitalization occurred. Investigation included customer service review and user re-education on correct supply change procedure. Investigation of this case revealed a connector attachment error resulting in leakage from the cartridge and connector components. It was concluded, based on established findings for similar reports, that the cause was user technique.